Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a sling takedown on (B)(6) 2008 after a lynx sling and transvaginal hysterectomy on (B)(6) 2008 due to adhesions, urinary retention, cystoscopy and transvaginal incision of sling on (B)(6) 2009 for urinary retention. (B)(4).